Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced syncope over several days. The cause of the syncope was unknown, however the patient was hospitalized for a few days. No additional adverse patient effects were reported.

Event description:
Additional information indicated that, although the root cause of the patient's syncope was unknown, it was believed by the involved health care professionals that it was unrelated to the device. No additional adverse patient effects were reported.